Manufacturer narrative:
Concomitant medical product: 2088tc52 lead, implanted: (B)(6) 2020; pm2272 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately two months post implantation of an implantable pulse generator (ipg). The patient was undergoing surgery for laser lead removal and a new device insertion when cardiac perforation occurred causing tamponade leading to patient death.